Event description:
It was reported that the sys 6 aseptic battery is heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Event description:
It was reported that the sys 6 aseptic battery is heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The reported event, battery is hot, was not duplicated, however, the reported event of charge indicates ¿replace¿ was duplicated. Through functional and visual evaluation, the technician did not observe the battery to overheat. Visual inspection revealed internal vented electrolyte. Based on a review of risk documentation, a battery over exposed to heat can cause the battery to vent electrolyte. The IFU advises the user not to sterilize non-sterile batteries.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.